Event description:
To summarize this event, the 6f amplatzer torqvue 45 delivery system sheath tip detached and became stuck between the two discs of the amplatzer muscular vsd occluder.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had two other devices implanted; a device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.